Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4,b5,d2,d4,d9,g1,g3,g6,h1,h2,h6. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign source country: australia. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a cr impactor pad broke whilst impacting tm femur onto patient. Attempts have been made and additional information on the reported event is unavailable at this time.